Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii, seroma.

Event description:
Physician reported right side capsular contracture grade iii, seroma late. MRI diagnosed breasts with heterogeneous fibroglandular tissue, showing slight post-contrast parenchymal enhancement. Single lumen breast implants, in a pre-pectoral position, with no signs of elastomer collapse or extracapsular leakage. Radial folds compatible with elastomer folds. Minimal amount of fluid around the right implant. The implants have a properly positioned posterior seal. Lymph nodes of usual axillary appearance, level I. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3b, a5, b5, b6, h6.

Event description:
Patient reported right side capsular contracture baker grade iii, seroma late. MRI diagnosed breasts with heterogeneous fibroglandular tissue, showing slight post-contrast parenchymal enhancement. Single lumen breast implants, in a pre-pectoral position, with no signs of elastomer collapse or extracapsular leakage. Radial folds compatible with elastomer folds. Minimal amount of fluid around the right implant. The implants have a properly positioned posterior seal. Lymph nodes of usual axillary appearance, level I. Patient later reported "breast capsule with fibrosis and hyalinization." Device has been explanted and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease folding of implant: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side capsular contracture grade iii, seroma late. MRI diagnosed breasts with heterogeneous fibroglandular tissue, showing slight post-contrast parenchymal enhancement. Single lumen breast implants, in a pre-pectoral position, with no signs of elastomer collapse or extracapsular leakage. Radial folds compatible with elastomer folds. Minimal amount of fluid around the right implant. The implants have a properly positioned posterior seal. Lymph nodes of usual axillary appearance, level I. The device has been explanted.